Event description:
A dialysis facility reported that there was excessive fluid removal of approx 1.5kg, from a pt during a dialysis treatment. The pt became hypotensive and was c/o dizziness. He was given saline and was stable post treatment. There was no serious injury or illness.